Event description:
During a cardiopulmonary bypass procedure, the user asserted that the pump occlusion increased without user action, resulting in a pump jam and pump stop. There were no adverse consequences to the pt as a result of this event.